Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt lost stimulation in his neck and left hand following a fall. An sjm representative reprogrammed to no avail. The pt will meet with his physician as the next course of action.